Event description:
The customer received questionable ise indirect gen.2 results from the cobas 6000 c (501) module for 27 patient samples. The erroneous results were reported outside of the laboratory and 15 required corrected reports. Data was provided of one sample as an example. The initial sodium result was 147 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was and 88 mmol/l and the repeat result was 102 mmol/l. There was no adverse event. The electrode let numbers and expiration dates were requested but were not provided. The field service representative found there was a missing o-ring in the ise electrode block causing a fluidic failure. He replaced the o-ring and primed ise module. He performed ise checks and the customer ran ise calibration and qc which were within established range. The issue was resolved by the service actions.